Manufacturer narrative:
Additional data: a2 a4 b3 b5. Changed data: d1 d9 g1 g4 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the upper abdomen on unspecified date using the cooladvantage coolcore system applicators, who developed paradoxical hyperplasia (ph) after treatment.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Investigation is ongoing.

Event description:
A treatment provider reported that they have a patient was treated with the coolpetite applicator to the upper abdomen and the patient presented with paradoxical adipose hyperplasia post coolsculpting treatment.